Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, 70% stenosed, proximal circumflex artery the 3.5 x 33 mm xience prime stent delivery system (sds) was advanced but after several attempts could not cross the lesion. It was noted that force was applied during the attempts to advance and the distal shaft outside the anatomy was bent and separated. The sds was removed, however, during access and removal resistance was noted either with the vessel or the other devices. A different 3.5 x 33 mm xience prime sds was advanced and the stent deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.